Event description:
The customer reported a general disc error message appears when attempting to recall saved fluoro images. This resulted in a loss of data. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced. The sys was then found to be operating as intended.